Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were repaired and the power cable assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was losing communication with the generator and displaying a gen system error. The customer described a lock up and thereafter a no boot situation. There are no reports of pt injury or death associated with this event.